Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (model aab00 and +20.0 diopter) was explanted from patient¿s left eye because of patient experiencing negative dysphotopsia. Model za9003 +20.5 diopter was used as replacement lens for the patient. There was no patient injury. Patient was doing good. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/7/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a biohazard bag. Visual inspection with the unaided eyes showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order number . Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.